Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was battery communication error in the event history log. The device was tested by the start up method. The reported issue was duplicated. The battery was not plugged into the interconnect board. The customer did not plug the battery pack into the interconnect board.

Event description:
Information was received indicating that medfusion 4000 pump displayed a battery communication time out error. There were no adverse events reported.